Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Other relevant device(s) are: mc1vr01-delsys. Product event summary: the full delivery system was returned and analyzed. Flat wire was found protruding from the delivery system outer shaft. Fluid pathway leak was observed at the exchange joint in the handle of the delivery system. The outer shaft of the delivery system has an irregular surface finish around 5 cm from the distal end of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. There is exposed flat wire mesh on the outer shaft at 3.7 cm from the distal end of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys / expiration date: 14-jan-2021/ serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 29-nov-2019, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun dev rtn to MFR: yes, mfg date: 23-jul-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) positioning was attempted but the device was recaptured as the delivery system moved from the intended position. It was then identified that there was air in the flush port and the side port of the introducer that could not be entirely removed. The system was removed and a replacement introducer was used. When flushing the delivery system saline solution was visible coming from the tether port although the button was in the lock position. Tension was applied, and the tether lock button was unlocked and then locked again. It was suggested that the locking system had lost effectiveness. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.